Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Section a: although requested, patient demographics not provided.

Event description:
The customer reported that the lipid filter was leaking while connected to a patient in the nicu. There was no harm to the patient.

Manufacturer narrative:
Patient was a neonate. The customer¿s report of the lipid filter leaking was not confirmed, however a leak was confirmed at the connection between the two returned sets. Functional testing identified leaking at the location between the male luer of the suspect set (10014914), and the female luer of the concomitant set (20129e). Visual inspection after initial testing observed that the connection between the two components was not fully hand tightened. Both mating components were inspected under a microscope with no damage observed to any of the components. Reconnecting and fully hand tightening the sets verified there was no leaking at the connection between the two components. This test was repeated several times with no leaking each time when the connection was fully hand tightened. The root cause of the leak was not being fully hand tightened at the connection of the two extension sets.

Event description:
It was reported that the lipid filter was leaking while infusing lipids in the nicu. There was no harm to the patient.